Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting my tubes and coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced neck pain ("neck pain"), musculoskeletal stiffness ("stiffness"), musculoskeletal pain ("shoulder pain") and arthralgia ("right and left hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown, the neck pain and musculoskeletal stiffness had resolved and the musculoskeletal pain was resolving. The reporter considered arthralgia, medical device removal, musculoskeletal pain, musculoskeletal stiffness and neck pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: social media case received: event added- right and left hip pain. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting my tubes and coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced neck pain ("neck pain"), musculoskeletal stiffness ("stiffness"), musculoskeletal pain ("shoulder pain") and arthralgia ("right and left hip pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown, the neck pain and musculoskeletal stiffness had resolved and the musculoskeletal pain was resolving. The reporter considered arthralgia, medical device removal, musculoskeletal pain, musculoskeletal stiffness and neck pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting my tubes and coils removed') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('getting my tubes and coils removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced neck pain ("neck pain"), musculoskeletal stiffness ("stiffness") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown, the neck pain and musculoskeletal stiffness had resolved and the musculoskeletal pain was resolving. The reporter considered medical device removal, musculoskeletal pain, musculoskeletal stiffness and neck pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: new events were added: neck pain, stiffness, shoulder pain, event outcome were added and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.